Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of an inappropriate shock while the patient was being transferred from the operating table to a bed immediately following implant. It was noted that defibrillation threshold (dft) testing was not performed during implant, the device was programmed to alternate sensing vector and the patient was wearing a chest binder. Post operative testing noted appropriate system function with no noise noted. An x-ray was taken and noted appropriate system placement. The root cause of the noise was suspected to be related to air entrapment around the device and electrode. It was noted that the patient was already scheduled to stay in the hospital due to other unrelated medical reasons, so the physician opted to leave device therapy off and reassess in the hospital on a future date. No additional adverse patient effects were reported. This device remains in service. The specific model and serial of the electrode is unknown at this time, however, has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that the physician saw the patient in hospital six days later. No further noise was noted and appropriate function was observed. Device therapy was programmed on and routine monitoring will be continued. No adverse patient effects were reported. This device remains in service.